Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. Therapy date has been estimated. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized with chest pain. Angiography revealed three vascular lesions. A 2.5 x 38mm xience xpedition stent was implanted in middle left anterior descending (lad) artery with 90% stenosis and the second diagonal branch of the proximal left coronary artery (lca) with 90% stenosis. A 2.5 x 28mm xience xpedition stent was implanted in proximal left circumflex (lcx) with 80% stenosis and the marginal of proximal left coronary artery (lca) with 90% stenosis. The patient was discharged on (B)(6) 2014. Information from a one-year follow up on 01-jun-2015 indicated that the patient was re-hospitalized with chest tightness but the date of hospitalization and discharge are unknown. No coronary angiography was performed, and only drug therapy was performed, but the specific drug was unknown. Per the physician, the relationship between the event and the device is unknown. The patient continues to have chest tightness. No additional information was provided.